Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2014-02150. It was reported the pt experiences a stimulation like sensation in her right leg. The pt's scs system was implanted for stimulation therapy in her left leg, and the pt stated the stimulation therapy works well in her left leg. But, she feels a different sensation in her right leg when the scs system is off. An sjm representative met with the pt and reprogrammed the pt's scs system but the issue still persisted. The pt's physician was notified. Follow-up identified the pt's ipg was replaced with a new one on (B)(6) 2014.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.